Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc, lot# n287656010, implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported, the patient experienced a lack of therapeutic effect, an empty pump reservoir alarm occurred and a pump and catheter revision took place. Telemetry confirmed a critical alarm due to a zero ml reservoir volume reached; the pump had been empty since (B)(6) 2012. A catheter revision was being performed on (B)(6) 2012 and at that time the healthcare provider (hcp) opted to also replace the pump, as the pump was "right on the cusp of a recommended change out" and as the pump had been empty/alarming for 60 days. It was initially reported that a pump volume discrepancy had occurred, however, it was later clarified that there were "no volume issues" with the pump. The reporter stated that the patient had chronic back pain and reported "never having therapeutic effect" since having the pump implanted. It was unclear how a catheter issue was discovered; however, during the pump and catheter revision, the catheter was found to have made its way to the front of the pump and "got a hole in it somehow". The hole/laceration was 1cm away from the distal end of the suture-less pump connector on the catheter. The pump connector was removed, and the hcp then cut off 2cm of the catheter and put on a new pump connector, which resolved the catheter issue. Patient outcome was reported as "no injury". The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. Evaluation - conclusion: catheter = 92 <(>&<)> 54, pump = 77 <(>&<)> 78.